Event description:
It was reported by the customer that their ambulance was involved in a traffic crash where it collided with a semi truck on the roadway. There was a patient on the device at the time of the crash. It was reported that the patient sustained a broken leg during the crash. It was not reported that the device caused or contributed to the reported injury, only that the patient was strapped to the device during the accident event that caused the injury.